Manufacturer narrative:
H6 medical device problem code should be 2907 - detachment of device or device component.

Manufacturer narrative:
The reported field event of a detached header on an icm was confirmed in the laboratory. The damage found was sustained during the surgical procedure. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device change procedure. During the procedure, it was revealed that the top of the implantable cardiac monitor was broken. The device was removed and replaced. The patient was stable.